Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
It occurred during the nurse's preparation to insert spsof. Kink occurred in the pigtail when the nurse inserted spsof into the g/w. So they used another spsof. Additional file opened for user error ¿device not inspected prior to use based on answer to q.5 of standard questions (related to pr 406308). Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was opened from the original complaint ((B)(4)) to investigate the user error of the wireguide and device not being inspected for damage prior to use. Manufacturing records: prior to distribution, all spsof-5-5 devices are subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and label: the notes section of the instructions for use (ifu0055), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0055) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to user error. As per information provided in in the additional questions of the original file ((B)(4)) the device and wireguide were not inspected for damage prior to use by the user. This contravenes the notes section of the IFU which calls for the user to inspect the device prior to using it. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, user error ¿ device not inspected for damage prior to use confirmed quantity of 1 device, confirmed prior to use. According to the initial report, the patient did not experience any adverse effects due to this occurrence as it occurred prior to patient contact. Investigation findings conclude that a definitive root cause could be attributed to user error. As per information provided in in the additional questions of the original file ((B)(4)) the device and wireguide were not inspected for damage prior to use by the user. This contravenes the notes section of the IFU which calls for the user to inspect the device prior to using it.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 26-sep-2024.